Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. Episodes of non-sustained rv oversensing due myopotential oversensing was observed via review of egms. Programming changes were recommended but not performed. Patient's next follow-up will be in 6 months.